Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a healthcare provider reported that their spinal cord stimulator had not worked. The reason for it not working was unknown and it was also unknown when it stopped working. No impedance measurements had been taken. The patient was getting an MRI for a possible stroke at the time of the report. The patient was implanted for chronic low back pain and non-malignant pain.